Event description:
Revision surgery of l5-s1 roi-a with vertebridge construct due to misplacement of the implants during the original surgery. The original surgery date was not reported. Revision was performed by a different surgeon than the surgeon who performed the original roi-a surgery. Revision surgery is not device-related, but due to surgical technique/use error. The pt is reported to be doing fine after the revision surgery.